Manufacturer narrative:
The device remains implanted and is not available for analysis. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Reportedly the distal end of the contralateral leg component was placed on the bend of the left external iliac artery, resulting in leg occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an emergency endovascular treatment of impending rupture of abdominal aortic aneurysm. A non-gore bifurcated stent graft (endurant) was implanted as main graft, and one contralateral leg component of a gore® excluder® conformable aaa endoprosthesis was implanted in the left. The procedure was completed. On (B)(6) 2023, the patient complained of a left leg pain. CT examination confirmed the leg occlusion. No kink nor compression of the device was reported. On (B)(6) 2023, the patient underwent thrombectomy and an iliac extender component was additionally implanted into the left distal side. The patient tolerated the procedure. Reportedly that the distal end of the contralateral leg component was placed on the bend of the left external iliac artery, resulting in leg occlusion.